Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens and the lens tore. The reporter stated upon insertion of the lens, the posterior capsule tore. The lens was cut to remove from the eye and an anterior vitrectomy was performed. The incision was not enlarged or sutured. Another different type lens was implanted. The reporter stated they use a competitor's phacoemulsification system.

Manufacturer narrative:
Method: other, lens work order search. Results: other, a visual inspection of the returned product found the lens optic torn into two pieces. One haptic was torn. There was evidence of clear surgical residue. Both sides of the lens optic and haptics were checked for rough/sharp edges and were found to be acceptable. A lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.